Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this event pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx baskets were to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the thumb ring was broken. The same issue occurred with two other baskets. The procedure was completed successfully with the fourth trapezoid rx basket. There were no patient complications reported as a result of this event.